Manufacturer narrative:
Reported event: an event regarding loosening involving a scorpio tibial component was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted tibial component. From the photograph provided, there is evidence of the presence of biological matter. However, there is nothing remarkable to report. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: rejected for medical review by dr. (B)(6) - need primary and revision operative reports, clinical/past medical history. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including 'primary and revision operative reports, clinical/past medical history' and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that patient's right knee was revised. Patient complaints and pre-operative diagnoses not reported. Intra-operatively, the tibial component was found to be grossly loose. The entire construct was revised. Rep provided pre-revision x-rays and a picture of the explanted tibial component.